Event description:
Patient reported that there was an unspecified problem with the pump and needed a replacement (no other details provided regarding the problem with the pump). Unknown if pt missed a dose; no adverse events reported; unknown if device available for return; unknown if md aware; unknown lot/expiration. No further information provided. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6)/caremark by pt/caregiver.